Event description:
The customer reported: "running slow, not working properly". The fse noted the system failed to boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processing computer. The system operates as intended.